Manufacturer narrative:
The subject was returned to the service department of oekg but has not returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that there was a crack on the distal end (cover and ultrasound transducer) and a gap has occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus europe se & co. Kg (oekg), it was found that the distal end (cover and ultrasound transducer)of the subject device was cracked. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated as follows; [conclusions] unable to identify the root cause of the reported phenomenon. [Observations] -since the subject device was not sent to omsc manufacturing site, the root cause could not be identified. According to the following investigation results, it could not be denied the possibility that the reported phenomenon may have occurred due to the handling -investigations were conducted on crack on distal end (cover and ultrasound transducer). -conducted an investigation only with information obtained because the subject device was not sent to omsc manufacturing site. -after checking the report of olympus europe se & co. Kg (oekg), it was confirmed that the peeling of ultrasound transducer surface and that there were scratches or cracks of the distal end. -after checking the report of olympus europe se & co. Kg (oekg), it was confirmed that it was concluded that it may be caused by physical stress or chemical stress. -as a review of the manufacturing history (DHR), it was confirmed that the product met its standards at the time it was shipped. If additional information becomes available, this report will be supplemented.